Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep reported in a case earlier for exploratory surgery related to impedance and fact that since the ins replacement in (B)(6) 2020 patient has had suboptimal therapy results. Caller reported they checked and cleaned connections at ins/extension and no impedance change. Then went to ext/lead connection and left side went from 4k to 10k and did not resolve. Used twist lock to determine lead issue. Right side impedance values went from good to red and back to good with 01 still red at the end of case but using those for therapy. Surgeon decided to wait and watch impedances and therapy.